Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was observed to be cracked in the area below the grip pad. Unrelated to the reported issue, the keypad cover was found to be peeling from its base. (B)(6).